Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/01/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and passed. The reported event of a loss of connection was not confirmed. The reported allegation was not found.